Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation is required. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: (B)(6) 2011, inratio meter: 7.5 inr, reference: 5.5 inr, mean: 6.5. Inr results exceeding 5.0 generally have reduced trueness, precision and linearity, both in poc and laboratory based pt testing. No confidence interval could be established. No further testing beyond the investigation is required at this time. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: (B)(6) 2011, inratio meter: 6.5 inr, reference: 4.1 inr, mean: 5.30. The calculated mean is greater than 5.0 and the difference is greater than 2.2 and only one inr value is greater than 5.0. These results are considered inaccurate within the context of the documented variability for inr testing. As of (B)(4) 2011, no strip lot info nor product is expected to return. Unable to perform in-house investigation. No further investigation will be pursued at this time. No lot number info was provided by the customer. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Meter discrepant high vs lab on multiple pts. The caller stated that the high numbers do not correlate with pt symptoms. No meter serial number or strip lot number provided. No info on dates of comparisons, patients' medications or clinical conditions.